Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had communication issue. The field service engineer found that the band width was not enough. The fse replace the l board, reseated all the cables and wires and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the main drawer 6 not detected on bus causing a delay in dispensing medications to the patient. The customer rebooted the device several times, but the issue was not resolved. There were no adverse events or injuries reported based on this event.